Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure unstable thresholds and intermittent loss of capture were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.